Event description:
It was reported to boston scientific corporation in 2006 that an extractor xl retrieval balloon was being prepared for an endoscopic retrograde cholangiopancreatography procedure the same day (patient gender, age, and weight unknown). According to the complainant, it was discover prior to the procedure that "there appeared to be some leakage." This device was not used in the procedure. There was no patient involvement. No patient complications were reported as a result of this event.

Manufacturer narrative:
Note: this unit was used three months past its expiration date. A visual inspection and functional check of the returned extractor xl retrieval balloon confirmed that the balloon was torn over the skive hole, extending to the distal cuff. No other defects were detected. A device history record review for this lot number was carried out and no anomalies were found. A search of the complaint database revealed no additional complaints reported for the same lot. The cause of the reported complaint is undetermined.